Event description:
It was reported that the safety valve in anesthesia workstation was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue has been solved by replacing the safety valve. Moreover, it was stated that it was the customer that had requested the safety valve to be replaced due to that the safety valve had been damaged by improper handling. No parts have been returned for the further analysis of the issue. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to decrease the inspiratory pressure. The most probable root cause to the reported issue has been determined and is related to the improper handling of the safety valve by the user.